Manufacturer narrative:
UDI: (B)(4). The lot number was unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. Given that lot number was not provided, the manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: no lot numbers were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. Device history batch: null. Device history review: null.

Event description:
It was reported by the sales rep that pre-operatively to an anterior cruciate ligament reconstruction procedure on (B)(6) 2021, it was observed that the bio-intrafix moduldar hex drive 30mm was bent. There was no surgical delay nor patient consequences reported. No additional information was provided.